Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient presented to the clinic after a remote notice for low high voltage lead impedance alerts. The impedance was stable when measured in the clinic. The physician will request a non-standard programming exemption to avoid additional inappropriate alerts. No further information is available.